Manufacturer narrative:
Initinitial and final MDR (B)(4) - MDR 3003442380-2024-30244 - device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced issue with 3 infusion sets cannula of being kinked on (B)(6) 2024. The issue occured 3 or more hours after insertion made at abdomen and used for 10-12 hours company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available